Manufacturer narrative:
(B)(4). The customer returned two halves of a used peel-away sheath. Visual inspection was performed and the distal end of one of the halves was found to have more material than the other. This failure appears to be a ring vestige, which are manufacturing related. A device history record review was performed and no relevant findings were identified. The customer reported issue of the peel-away sheath separating incorrectly was confirmed during the sample investigation. Visual inspection was performed and a ring vestige failure was identified at the distal end. The probable cause of this issue is manufacturing related. Non-conformance request has been generated to further investigate this issue.

Event description:
The customer alleges that at the moment of the removal of the sheath the tip was hard to break and when it let go it was "flurry look" and not a clean break. There was no patient injury or consequence reported. The patients' condition is reported as fine. Therapy was not delayed/interrupted.